Event description:
The extension tube split along one of the spiral reinforcements immediately after intubation. Anesthesia machine alerted anesthesiologist and leak was found within one minute. Tube was replaced, causing no harm to the pt.